Manufacturer narrative:
The damage found was sustained during the surgical procedure.  The lead was otherwise normal.

Event description:
Related manufacturer reference number:2017865-2021-26195. Related manufacturer reference number:2017865-2021-26196. It was reported the patient presented with infection. Upon review, vegetation growth was discovered during scan. The pacemaker, atrial lead, and right ventricle lead were all explanted. A temporary permanent right ventricle lead was implanted on the left until patient received ID clearance for a new right sided implant. No patient consequences.